Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that the vascular stent could not be deployed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure due to the breakage of a force transmitting component. The condition of the returned delivery system indicates the presence of excessive release force prior to the breakage of the force transmitting component leading to the conclusion that increased friction in the distal catheter section led to the excessive release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. Also a not performed pre-dilation may contribute to the reported event. On the basis of the limited information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Furthermore, the IFU states that pre-dilation should be performed by using standard techniques.